Event description:
It was reported that during central processing, the monopolar curved scissors instrument had the plastic in the front damaged. There was no report of patient involvement or patient injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: there was physical damage to the instrument, including damage to the shaft entering the patient's body and scratch marks on the tube adapter, but the tube adapter was not broken. Material was missing from the device, noticed during reprocessing. The instrument is available for return.

Manufacturer narrative:
Intuitive surgical inc. (Isi), has not received the da vinci product with an alleged issue to perform failure analysis.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The single port (sp) monopolar curved scissors (mcs) instrument was analyzed and found to have scratch marks / abrasions on the instruments tube adapter. There was no material missing as a result. Additionally, he instrument was found to have a cracked proximal chassis. The size of the crack measures approximately 0.69mm x 24.80mm. There was not material missing. The complaint regarding plastic damaged in the front was confirmed by failure analysis. The probable root cause is attributed to damage during use.